Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime and system sensor test due to faulty resistor. Unable to perform excessive no delivery test do to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was 279mg/dl at the time of incident. Troubleshooting found that the pump was able to complete the rewind process. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.